Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's screen had cloudy blotches on it, dimmer and very scratched which makes harder to read the screen. The customer also reported that the insulin pump rejecting the new battery, plastic chips when changing the reservoir and rewind takes lauder. The device will not be returned for the analysis.